Event description:
Boston scientific received information that during left ventricular (lv) lead revision procedure, this cardiac resynchronization therapy defibrillator (crt-d) displayed pacing inhibition with greater than two seconds of asystole. There was no serious injury reported. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.